Manufacturer narrative:
This report is filed on june 07, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed swelling at the implant site. An infection was suspected and subsequently, the patient underwent a procedure to clean the site and was treated with antibiotics (type not reported); however the issue did not resolve. The device was explanted (date not reported) and the patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Additional to infection, the patient experienced necrosis and an oedema at the implant site. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted february 20, 2017.